Event description:
It was reported that the customer's blood glucose level was 460 mg/dl. The customer administered more insulin than he should have but his blood glucose level was still high. He experienced nausea and vomiting. The customer treated his high blood glucose level with a manual injection. While troubleshooting an air bubble was found in the tubing. In the alarm history several auto off alarms and a low reservoir alarm were found. The customer stated that there was an urgent care visit on (B)(6) 2015 because he was dehydrated. His blood glucose level of 167 mg/dl. He was administered fluids via IV. The customer was wearing his insulin pump at the time of the urgent care visit. His site was also irritated. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.